Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white medium 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke under the hole in the middle at the rubber grip. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a u.s. Marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united kingdom. On an unspecified date, the consumer started using listerine toothbrush ultra white medium 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the toothbrush broke under the hole in the middle at the rubber grip. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 03-jan-2013. The lot number of the device was updated from unspecified to 13612sgh3. Based on visual inspection and analysis of received sample, the claimed toothbrush was broken. The tufts were scrubby. Scratches were on the side of the head. The handle breakage was at the thinnest point of the handle. Test requirements to pass all validation and device specifications were over bend test and head break test to solve medical complaints. During the over bend test of validation, no toothbrush was broken. The claimed toothbrush had been manufactured according to the specification. No manufacturing error has been detected. This report remains a reportable malfunction case in the united states.